Event description:
The pt experienced withdrawal symptoms including increased spasticity and itching. No rotor or dye study was performed. The pump was used to deliver compounded baclofen; the hcp requested the drug be sent for analysis. The pump was replaced. There was no pt injury associated with the event. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
The pump was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.